Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported that she was in the hospital. A follow up call was made to the peritoneal dialysis nurse who reported he patient was admitted for fluid overload. The patient was no longer on peritoneal dialysis. Medical records were requested.